Event description:
It was reported the pt continued to feel stimulation in the paresthesia area (legs, groin, low back) whether the stimulation was turned on or off. The pt would experience stimulation surges when they would lay down. The pt would usually experience residual stimulation for 45 mins but now the sensation is constant whether the device is on or off. The physician programmer indicated the stimulation had only been used 9% since the last session data on (B) (6) 2009. The stimulation sensation was uncomfortable for the pt due to it being constant. The pt programmer and the physician programmer both verified the ins was off. No stimulation was felt in the ins pocket or along the lead implant path. Troubleshooting was being considered. Additional information received indicated reprogramming was performed. It did not correct the issue. X-ray was performed which showed lead migration downward. The downward migration of the lead was the presumed cause of the issue. The physician felt the lead was now pressing on a nerve causing the sensation. A lead revision was scheduled.

Manufacturer narrative:
(B) (4).